Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that in situ measurements conducted during first fitting showed 8 channels with status hi and 2 channels with sc. Reportedly, the pt's mother indicated that the pt suffered a head trauma a few weeks after implantation surgery.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that in-situ measurements conducted during first fitting showed 8 channels with status hi and 2 channels with sc. Reportedly, the patient's mother indicated that the patient suffered a head trauma a few weeks after implantation surgery.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Device malfunction. Reportedly, the recipient_s mother indicated that the recipient had a head trauma a few weeks after implantation surgery. The recipient has been re-implanted.